Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity and anatomical location following hair removal treatment with a lumenis lightsheer duet laser hs handpiece. The facility requested an order of replacement disposable treatment head inserts, (a disposable accessory) at the time of the event report. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient information, treatment settings and patient photographs of the sequela. Reasonable attempts by phone and email were made to obtain the information; however no information was received from the facility. The user facility declined service by lumenis technical representative for the subject device. A review of subject device service records found the system had recently been serviced for complete preventive maintenance within one (1) month of the event date. Subject device malfunction is not the suspected root cause of the event reported. A lumenis customer support person who is responsible for the account reported the user facility stated they had not been replacing disposable treatment head inserts as described in subject device labeling and training. A review of the subject device labeling found that the subject device IFU states: "hs handpiece disposable tip-the hs handpiece uses a removable, disposable tip that attaches to the handpiece aperture, and which must be replaced between patients, or during patient treatment if the tip becomes dirty or if the internal filters become clogged." A lumenis clinical director stated the probable cause of the event reported to be device operator error failure to maintain the disposable tip cleanliness as recommended in described in labeling and training. Absent patient data and treatment settings, the clinical director was unable to evaluate the appropriateness of settings. The user facility did not provide details of the seriousness of the patient's sequela; therefore, lumenis is filing this MDR report. User facility declined service.